Manufacturer narrative:
(B)(4).

Event description:
The patient went through a theft detector at a shopping mall sometime before christmas and subsequently experienced a loss of therapeutic effect; an increase of tremor contralaterally. She felt a shocking sensation at the time of the incident and since then the device has not worked the same. It was noted that the device was turned on during the exposure. Further information is being requested from the hcp.